Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, lot #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 20-feb-2018, UDI #: (B)(4). Product ID: 977a275, serial/lot #: (B)(4), ubd: 20-feb-2018, UDI #: (B)(4). Device code (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for post-surgical neuritis and spinal pain. It was reported that the patient had a loss of efficacy and the system was explanted without replacement on (B)(6) 2018. On (B)(6) 2019, it was reported that an x-ray was taken on (B)(6) 2015 and found that the leads had moved from t3; one was at t4-t5 and one was at t6. The last x-ray taken before that was on (B)(6) 2014. It was also reported that the patient had good relief following the initial placement, but continued to have inadequate control of their pain. The loss of efficacy was first reported on (B)(6) 2018. All issues were noted to be resolved, without sequelae, on the date of the explant. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot# va0gk8w032, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Product ID: 977a275, lot# va0gk8w045, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that this event was not related to the implant procedure; rather, it was related to the device/therapy. On (B)(6) 2019, it was updated that the event was unresolved at the time of study exit and no actions were taken during the study. The onset of the event occurred after study exit.